Event description:
A caller reported that control-iq delivered an auto bolus due to inaccurate cgm values, resulting in a low blood glucose (bg) reading. Specific bg values were not provided. To address the low blood glucose, the customer consumed carbohydrates and managed the situation independently without requiring external assistance. Additional information was not provided.